Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an empty intravia bag. This was noted during filling with alpha 1-proteinase inhibitor (human). The customer stated that 5 micron filter needles were used to draw up each of the five vials which were pooled. There were reported to be some small particles floating in the bag, and one particle that ¿was over 1/2 inch in size.¿ the particles were described as ¿wispy¿. There was no patient involvement. No additional information is available.